Event description:
A report was received that a patient may have an infection. The patient was experiencing redness at the ipg site. The physician did not confirm infection and does not believe that the issue is device-related. The patient was prescribed oral antibiotics.